Manufacturer narrative:
Ge healthcare¿s investigation has been completed. The system was operating normally and within performance specifications. Based on the information supplied, the root cause of this incident appears to be inadequate patient screening due to the ECG electrode being left on the patient when moved from an inpatient ward to the MRI scanner.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an inpatient underwent an mr of the lumbar spine with sedation. The patient complained to the staff of feeling warm during the exam, but did not complain of any burning sensation. Following the scan, the patient's nurse discovered two burns on the patient, a first degree burn near the clavicle area and a 2nd-3rd degree burn on the anterior ribs. The burns occurred at the locations where ECG patches were attached to the patient's skin and were the approximate size of the ECG patches. The ECG patches were not attached to any wires for monitoring. The patient has been undergoing daily dressing changes as an outpatient for the 2nd-3rd degree burn. During the following week, the burn appeared to become infected and additional wound care was recommended.